Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 412 mg/dl. The customer was treated with insulin pump. The customer did not report any symptoms related to high blood glucose. The customer reported that they are unable to calibrate. The customer declined the troubleshooting for high blood glucose. Auto mode was not mentioned if was in use at the time of incident. The insulin pump will not be returned for the analysis.